Event description:
It is reported that the device was implanted in 2006. Dislocation occurred about one month post-op. On february 27, 2006, the surgeon did manipulation and the insert separated from the femoral head. The device was revised in 2006.